Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failing repeatedly. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 2 kept failing. A field service engineer replaced the pyxibus cable, latch, control board. The solenoid remained fired after booting the device and would still not function. The fse then replaced the pyxibus cable but door 2 still malfunctioned, but all the doors were visible in the main and test applications. The fse replaced the latch again and the device functioned properly in the main and test applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failing repeatedly. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.